Event description:
Health professional reported a left side pain. This mw is for the left; refer to MFR for the right. MFR 2024601-2013-00272.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. Device labeling addresses the reported event of pain as follows: "as expected following any invasive surgical procedure, pain of varying intensity and duration may occur following implantation. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain associated with nerve entrapment or interference with muscle motion. Pain may also accompany other adverse reactions. Unexplained pain must be promptly investigated."